Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, as the scrub nurse handed the stent, a stent strut was sticking out. Thus, the device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts on distal row 1 were slightly lifted from their crimped stent position. The maximum crimped stent profile measurement at the time of manufacture was reviewed. This measurement is within the specification. Stent damage most likely occurred due to handling of the device during preparation. The tip was visually and microscopically examined and slight damage was noted. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink 167mm distal from the distal end of the strain relief. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, as the scrub nurse handed the stent, a stent strut was sticking out. Thus, the device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.